Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the site has confirmed it was a data entry error and wall apposition was complete.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that cec adjudication result as not related to index procedure, device, or apt. Cec comments, pre-existing, recurrent symptom. Workup was negative. The site favors complicated migraine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported MRI completed-no acute changes. Nihss completed-1. Patient cleared by neurology and discharged (B)(6) 2024. Balloon was used: to improve wall apposition. Guide: guidewire, to improve wall apposition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced right sided numbness with an onset date of 2024-03-13. This adverse event (ae) resulted in a new hospitalization from (B)(6) 2014. There was not related to the disease under study. Did not result in new or worsening of existing neurological deficits. Did not result from device deficiency. This event did not lead to congenital anomaly, death, disability, or medical intervention and was not considered life-threatening. The patient is recovering and the issue is resolving. The site assessed this event as not related to the device or procedure. The sponsor conservatively assessed right sided numbness one month post procedure as related to the procedure/device/therapy. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) c5 ventral wall aneurysm with a max diameter of 3.5mm and a 3.5mm neck diameter. Aneurysm dome height was 3mm, dome width 3mm. Parent artery diameter distal to aneurysm was 3.7mm. Parent artery diameter proximal to aneurysm was 3.9mm. There was complete neck coverage at the end of the procedure. There was complete stasis at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 1. The access vessel was the right femoral artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced transient numbness in their right hand and right face with an onset date of 2025-02-11. The outcome status is recovering/resolving. This adverse event (ae) did not result in any treatment, hospitalization, blood transfusion, percutaneous intervention, or surgical procedure. Ae occurred post-procedure and was not related to the disease under study. Ae did not result in new or worsening of existing neurological deficits. Ae did not result from a device deficiency. The site assessed that this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the antiplatelet medication, device, or study procedure. The sponsor assessed as possibly related to procedure and device. Pending source documents. Site has noted complete wall apposition was not achieved at 1-year follow up, site has been queried to confirm.

Event description:
Additional information received reported the patient was administered 75 mg of nurtec due to worsening of adverse event on 2024-mar-25. Right sided numbness one month post procedure. Conservatively assessed as related to procedure/device/therapy. Cec assessed as unrelated to device, procedure or appointment. Similar to symptoms pre-procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.